Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the air supply volume did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, an abnormal sound was made due to damage on the up/down knob, due to damage on the charged coupled device unit a noise image occurred during angulation in up/down directions, due to deformation of the suction cover the water tightness was lost, the bending section cover rubber had discoloration, the adhesive on the bending section cover rubber had a chip, damage or deformation due to physical stress caused by handling, the up/down knob had a scratch, the lock engagement knob had a scratch, the lock engagement lever had a scratch, the plastic distal end cover had a scratch, the connecting tube had discoloration, due to dirt on the objective lens there was a lack of image on the monitor, the scope cover cover unit had a scratch, the scope connector had a scratch, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the grip had a scratch, the switch box had a scratch, the control unit had discoloration, the control unit had a scratch, the right/left knob had a scratch, and the suction cover had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Such events can be detected and prevented according to the following IFU. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had image noise and an angulation malfunction. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.